Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act and up and arrow button were unresponsive. The customer stated that they had high blood glucose over 600 mg/dl at the time of incident. The customer also reported that the blood glucose reached over 700 mg/dl. The customer reported that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm. The insulin pump was received with no button response due to flattened act button keypad dome. The keypad connector was found closed properly during visual inspection. Unable to perform functional test due to keypad anomaly. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.